Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home peritoneal dialysis (pd) system kaguya set was leaking. During priming for pd therapy, it was observed that the set was leaking from the connection between the cassette and the heater line. There was no patient injury or medical intervention associated with this event. No additional information is available.